Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Patient reported a left side "experiencing a lot of deformation of my breasts, a lot of pain and discomfort, possible rupture, swollen breast," and "capsule," baker grade unknown. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side "experiencing a lot of deformation of my breasts" and "a lot of pain and discomfort". Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported a left side "experiencing a lot of deformation of my breasts" and "a lot of pain and discomfort". Device remains implanted.